Event description:
It was reported that during a stenting treatment procedure, partial stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). Predilation of the vessel was not performed. Significant resistance was encountered during advancement of a 6x120x120mm epic vascular stent delivery system (sds). The epic vascular sds was withdrawn and the vessel was dilated with a 5.5 x 100mm mustang balloon catheter. The epic vascular sds was reinserted and advanced to the target lesion. However, it was noted that the stent "was flowered just a millimeter or two." The epic vascular sds was withdrawn and the procedure was completed with angioplasty. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a stenting treatment procedure, partial stent deployment occurred. The target lesion was located in the superficial femoral artery (sfa). Predilation of the vessel was not performed. Significant resistance was encountered during advancement of a 6x120x120mm epic vascular stent delivery system (sds). The epic vascular sds was withdrawn and the vessel was dilated with a 5.5 x 100mm mustang balloon catheter. The epic vascular sds was reinserted and advanced to the target lesion. However, it was noted that the stent "was flowered just a millimeter or two." The epic vascular sds was withdrawn and the procedure was completed with angioplasty. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: the epic stent was protruding 3mm from the distal shaft of the delivery system. There was no other damage or irregularities. There was no evidence of any product quality deficiencies.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).